Event description:
It was reported while using bd micro-fine ultra¿ pro pen needles 32g x 4mm (100 count) the needle was broken. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: needle broken and she has the impression that the part that is to pierce the operculum is already broken or not present. The patient has not changed the way he uses the product).

Manufacturer narrative:
Investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot.

Manufacturer narrative:
B.3. Date of event is unknown. Awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd micro-fine ultra¿ pro pen needles 32g x 4mm (100 count) the needle was broken. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: needle broken and she has the impression that the part that is to pierce the operculum is already broken or not present. The patient has not changed the way he uses the product).